Event description:
It has been reported by a dealer that the frame on a trsx58fbp wheelchair is tweaked and will not sit level. The dealer stated that the front right caster wheel does not touch the ground.